Event description:
It was reported that this pacemaker was found to be in safety mode after the patient reported pocket stimulation. Technical services (ts) recommended device replacement. Subsequently, this device was explanted and replaced. The pacemaker has been received for investigation. No additional adverse patient effects were reported.